Event description:
It was reported that the customer required medical intervention due to low blood glucose levels. The blood glucose reading was 40 mg/dl when the customer's sister contacted emergency medical services. The customer's sister's neighbor, who is a register nurse, assisted with the adverse event. The customer stated that emergency medical services treated him at the scene, but he was not hospitalized for the issue. He perceived that the cause of low blood glucose was extreme physical activity. No significant events leading up to the event were noted. He advised that he was no longer using the insulin pump therapy system. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.